Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window detached near the lapjoint section. The detached section was not returned for analysis. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage. Functional test could not be performed since the distal end of the device was missing.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the catheter could not cross the lesion. The target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. The catheter could not cross the lesion and was removed. The procedure completed with another of the same device. There were no patient complications and the patient condition was fine. However, device analysis revealed a detachment at the lapjoint section.